Event description:
It was reported that there were loading problems. There were no contributing factors, troubleshooting, or actions taken to resolve the issue. The issue was not resolved at the time of this report. There were no patient symptoms or complications associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of this event. The wireless recharger was replaced.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) product type recharger product ID cd9000 lot# serial# (B)(6) product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) , h3: analysis of the wireless recharger had led's scroll continuously and the device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.